Event description:
It was reported that usb port was damaged which affected charging so that customer had to hold device at certain angle in order to charge. There was no reported impact to the customer¿s blood glucose level. Customer had already reported issue to support team and declined further follow-up, and no additional information was received regarding the outcome of the event.